Event description:
It was reported by the customer that a bd pyxis¿ medbank mini had a medication that was not found to issue to the patient. The customer was having issues locating alprazolam 0.25mg tab to issue to a patient. They tried adding this medication from the add item button but were unable to locate this medication from the search. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a medication that was not found to issue to the patient, tried to add this medication from the add item button but was unable to locate this medication from the search. A technical support specialist reached out to the local pharmacy, so they processed a new fill for the item and sent it to the facility as soon as possible to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.